Manufacturer narrative:
Button error alarmed after boot up and intermittent button response on the up arrow button due to corroded keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the numbers were ramping on their own. When they pressed the act button, the numbers did not stop from ramping. The insulin pump alarmed button error. Customer's blood glucose level was 270 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.